Event description:
As reported, the plug of a 5f mynx control vascular closure device (vcd) expanded prior to placement in the arterial sheath. Another mynx device was used to obtain hemostasis. There was no reported patient injury. The device was not used in the patient. The device was stored and prepped per the instructions for use. The device was used in an interventional peripheral procedure using an antegrade approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The sealant sleeves were not out of position prior to the procedure. The device was removed from the package per normal practice. The device is available and returning for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2216001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 5f mynx control vascular closure device (vcd) expanded prior to placement in the arterial sheath. Another mynx device was used to obtain hemostasis. There was no reported patient injury. The device was not used in the patient. The device was stored and prepped per the instructions for use. The device was used in an interventional peripheral procedure using an antegrade approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The sealant sleeves were not out of position prior to the procedure. The device was removed from the package per normal practice. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both buttons 1 & 2 remained in the manufacturing position with the stopcock open. The sealant remained in manufacturing position exposed to moisture and not along the catheter. The sealant sleeve assembly was observed to have been slightly kinked/bent. It is unknown if the device was manipulated after the procedure, and if the damage to the sealant sleeve occurred during the procedure or during subsequent handling or transit. The syringe and the procedure sheath were not returned with the device. Per dimensional analysis, the catheter working length from distal end of sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. Per functional analysis, the sealant was released and a simulated deployment test was performed on the returned device. Button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was observed slightly kinked/bent as received and the sealant remained in manufacturing position not exposed along the catheter. A product history record (phr) review of lot f2216001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature/during prep¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. However, visual inspection of the returned device revealed that the sealant outer sleeve assembly was slightly kinked/bent, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the failure as reported. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.